Manufacturer narrative:
The pod was successfully paired to an unused controller and was able to communicate with the controller during the investigation. The cause of the reported communication error could not be determined. The device was received fully deployed. The investigation found the exposed portion of the soft cannula to be flattened and stretched out of specification. The fluid path and leak tests were run, and no leaks or blockages were observed, and fluid was able to flow through the complete fluid path despite the damage. The cause and timing of the observed cannula damage could not be determined. The pod data shows the device generated multiple false open rotational sensor errors. The investigation found the commutator cap to be contaminated. The fluid leak test was run and no leaks were observed. The device was reset, connected to an unused controller, prompted to deliver a 5 u bolus and deactivated. The rotational sensor abnormalities were replicated confirming that the commutator cap contamination caused the observed rotational sensor errors. The cause of the commutator cap contamination could not be determined. It could not be determined if the observed commutator cap contamination and resulting rotational sensor abnormalities are related to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Analysis of returned device found contamination within the pod. It was initially reported that the patient received a communication error during operation. Blood glucose levels were reported to have been greater than 250 mg/dl. Medical treatment was not required. As treatment, the patient administered insulin using a pen.